Event description:
It was reported that the pump would ¿suck¿ and ¿steal energy¿ from the stimulator. It was noted that the patient had to charge the stimulator for up to six hours every day. Previously the patient was charging the stimulator one or two times per week. The patient felt a warming sensation around the implantable neurostimulator (ins) pocket when recharging. It was noted that the patient hurt very badly. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that there was implantable neurostimulator (ins) battery depletion. It was noted that the ins and the patient¿s pain pump were less than eight inches apart from each other, and the pain pump affected the ins and drained the battery from it. It was reported that the patient used to only have to recharge the ins battery about every two weeks, and ever since the pump was implanted, she had to charge her ins every two days at a minimum. The reporter stated that the patient thought that the pump was making the ins battery deplete faster. It was noted that the patient had surgery the week prior to the report and forgot to charge the ins. It was reported that ¿it died but then it came back on¿ and was working fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v638051, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v498130, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).